Manufacturer narrative:
Investigation evaluation: the report that the clip will not release is confirmed. The clip was received in the closed position. A close visual inspection of the distal end components of the clip revealed that one of the components responsible for holding the clip in place until it is deployed had collapsed. Once this component collapsed, there was insufficient remaining movement in the device handle to completely deploy the clip. The device will be returned to the approved supplier for further evaluation. A follow up report will be generated once we receive the investigation from the supplier. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The polypectomy site was clipped, however, the clip would not release from the delivery system. The clip was pulled off causing further damage. The damage was alleviated with two more instinct endoscopic hemoclips. Three (3) clips were ultimately needed to complete the procedure.

Manufacturer narrative:
Investigation evaluation: during our laboratory evaluation, the report that the clip will not release from the catheter was confirmed. The clip was received in the closed position. A close visual inspection of the distal end components of the clip revealed that the coil catheter had collapsed. The coil catheter is one of the components responsible for holding the clip in place until it is deployed. Once this component collapsed, there was insufficient remaining movement in the device handle to completely deploy the clip. The device was returned to the supplier. The supplier provided the following evaluation: ¿the device was evaluated for ¿crushed coil catheter, would not deploy¿. Due to the coil catheter being entirely crushed, measurements were taken on the wall thickness. Three (3) different areas were selected for being representative of the wall thickness of the coil catheter. A review of the physical characteristics of the coil catheter wall found that the measured wall thickness was at or slightly below the minimum calculated value. Wall thickness is not a controlled dimension but can be calculated by specified inner diameter and outer diameter dimensions. Despite the measured wall thickness values, this lot of coil catheters were evaluated specifically for column strength and found to be acceptable. Upon inspection under magnification, no additional non-conformances were identified. Inspection records for the lot of coil catheters used in the manufacture of this lot were reviewed. All coil catheters were manufactured in accordance with the specification supplied by the customer. All samples taken from the statistical sampling of this lot passed the inspection. Based on the results of the testing the lot was expected to perform as intended in the finished device; therefore the lot was determined to be acceptable for use in production. The device history records were reviewed. None of the devices were rejected during manufacturing or final quality control (fqc) inspection for ¿crushed coil catheter, would not deploy¿. No other relevant defects were noted in the records. There are fqc inspection procedures in place to ensure the finished devices are inspected individually for proper crimping, position and alignment of the coil catheters; however an undersized wall thickness of the coil catheter would not have been detected during this inspection process. The ¿crushed coil catheter, would not deploy¿ issue experienced by the customer was confirmed. The root cause was not determined; although the material was observed as having a different appearance at incoming inspection. A corrective action will not be taken at this time for this issue. During the incoming inspection it was also observed that this lot had a ¿shiny¿ appearance and a nonconformance report (ncr) was initiated as a precautionary measure. Cook was notified and samples were sent to cook for evaluation. Based on the results of the testing, the lot was expected to perform as intended in the finished device; therefore the lot was determined to be acceptable for use in production.¿ this above stated ¿shiny¿ appearance was a result of a change the component supplier made in the finishing process of this part. The samples from the supplier¿s ncr were received and evaluated for column strength. These parts yielded passing results. Although there is no direct requirement for this compressive force, an indirect requirement exists that the clip must close and deploy when a force of less than a certain weight is applied at the clip. This requirement therefore correlates to all components in tension or compression during clip deployment. As a precautionary measure, an in-house compression test has been be added for all incoming lots, until the supplier can implement a similar test. This lot of coil catheters was shown to meet the force requirements. One potential contributing factor is the possibility that the user encountered a large amount of tissue or hardened tissue, that resulted in a force greater than the maximum weight allowed being applied at the clip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report has insufficient information regarding the actual clipping site to determine a definitive cause for this observation. However, in the event the coil catheter collapses, the clip can no longer be deployed. In addition, the clip may not be able to be reopened once this occurs. Several factors can cause the coil catheter to collapse, including size and type of tissue being clipped or the geometry and material properties of the coil catheter itself. A review of the physical characteristics of the coil catheter found that the measured wall thickness was at or slightly below the minimum calculated value. Wall thickness is not a controlled dimension, but can be calculated by specified inner diameter and outer diameter dimensions. Despite the measured wall thickness values, this lot of coil catheters was evaluated specifically for column strength and found to be acceptable. As a result, we are unable to conclusively determine a cause for this observation. The instruction for use state: "this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract." The instruction for use state: "clipping hard or severely fibrotic lesions to achieve hemostasis may be more difficult." The instruction for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.